Manufacturer narrative:
Sections d1, d2, d3, d4, and g1 were corrected. Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the ua07 was due to malfunctioning load cell 2, likely attributed to failed component(s) or mishandling such as a drop. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) and ua20 (position out of range) around the customer's reported event date, confirming the reported complaint. Based on the archive data files, the user was able to clear the ua20 advisory messages, consistent with the customer's reported statement that they rotated the platform's driveshaft back to the "home" position to clear the ua20 advisory message. User advisory and fault code is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to ua20 because the driveshaft is not restored at its "home" position. To clear a ua20, return the driveshaft to its "home" position using the platform's administrative menu. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that load cell 2 was over-reporting and needs to be replaced to remedy the fault. Upon service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
The root cause of the ua07 was due to malfunctioning load cell 1, and it was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria.

Event description:
During a daily shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 20 (position out of range). The customer rotated the platform's driveshaft back to the "home" position to clear the ua20 advisory message. After re-starting the autopulse platform, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). To troubleshoot the issue, the customer removed the battery and waited for two minutes before inserting it back into the platform. However, the ua07 advisory message persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.